Event description:
It was reported that the patient presented for left ventricular lead implant. During the procedure, it was found that the set screw in the chronic implantable cardioverter defibrillator (ICD) failed to be tightened. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. Final analysis found the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material inside the hex cavity prevented full insertion of the torque driver. The set screw anomaly was consistent with having occurred during the procedure. No other issues were found.